Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the catheter was inserted on (B)(6) 2026. The balloon burst a few hours after insertion. The catheter was changed and patient was monitored for risk of infection.